Event description:
The customer observed false nonreactive architect hbsag on a 40-year-old male patient who was diagnosed with hepatitis b. The results provided were: (B)(6) 2026, sid (B)(6); result was = 0.01 iu/ml (nonreactive), repeat result from siemens= nonreactive (no data provided), hbvdna result = 2.29 (positive). Historical results from (B)(6) 2026; 2.55 iu/ml (reactive) & siemens results were also reactive. (No data provided). Hbvdna = 2.12 iu/ml (positive on (B)(6) 2026). Hbsag = (reference range: < 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive). Hbv-dna= (reference range: <20 iu/ml). Other results = on (B)(6) 2026; alt, ast, tbil, and dbil results were all higher than the reference range and results declined after receiving treatment to protect the liver, lower enzymes, and reduce jaundice. Customer only question hbsag results. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hbsag, list number 06c36 that has a similar product distributed in the us, architect hbsag qualitative, list number 04p53, with 510k/PMA/bla number p110029.